Manufacturer narrative:
It was reported that the unit was unable to be turned off. A philips authorized service provider (asp) went onsite and replaced the user interface (ui) printed circuit board assembly (pcba) and power switch overlay to resolve the reported issue. The philips asp replaced the ui pcba and power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to be turned off. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the unit was unable to be turned off. Device evaluation and repair are pending, and this investigation is ongoing.